Event description:
Patient underwent generator replacement surgery. The explanted generator was not made available for return.

Event description:
Patient was seen in clinic and reported an increase in seizures, mainly atypical absences, and had their settings lower and autostim turned off. No other relevant information has been received to date.